Event description:
A male underwent evar in 2008. One main body & two iliac legs were placed. A small type ii endoleak presented from the ima at end of procedure. Follow up showed the aaa had decreased in size. On the last follow up, ultrasound showed a possible endoleak & an increase in size of the aaa. The pt was brought to the or the following year, for angiography. A type 1b endoleak on the right limb was present. The bifurcation to the right internal artery measured 20mm in length on CT & had approx 10mm extra with tortuosity. Limb was placed mid iliac & not to internal bifurcation. Calcium was present in the iliac but not circumferential. It appeared that as the aaa shrank and anatomy remodeled, that the limb had slightly pulled back and had leaked into the sac. At the time of angiography a zenith iliac leg was placed down to the right iliac. An additional zenith iliac leg was placed in the left iliac & extended down to the left internal artery. There was no leak evident on the left limb but the physician who was performing the procedure felt it would be best to extend the existing limb down to gain extra seal since both iliacs were not that long & measured about the same length. Both sides were ballooned but a leak persisted on the right. Another ballooning was done. The lead persisted so another MFR's plug was placed in the right internal iliac and a zenith limb was placed in the right limb & down to the right external artery resolving the type 1 leak. The small ima was still present causing a small type ii leak that was there from the first procedure.

Manufacturer narrative:
Event evaluation: still under investigation.